Manufacturer narrative:
(B)(4).evaluation summary: the sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.a batch review cannot be performed since there was no lot number provided.

Event description:
The customer contacted baxter (B)(4) to report a solution administration set that was 'leaking just below the drip chamber.' The process step has been identified to be before use. There was no patient involvement, patient injury, medical intervention or adverse reaction in association with this event. No additional information is available at this time.